Event description:
Account reported that customer complained about an allergy to the abutments. Zest evaluation: there is no product experience reported as for allergic reactions caused by the use of zest abutments. The zest abutment product does not contain nickel; therefore, the patient could not have an allergic reaction from the abutments. No physical evaluation can be performed as product was not returned. Zest was unable to find evidence of a manufacturing issue per current records, and believes that the components do not present any manufacturer errors.

Event description:
Account reported that customer complained about an allergy to the abutments.